Event description:
It was reported that the insulin pump alarmed an error during a bolus delivery. The customer's mother stated that the customer's blood glucose levels were rising, although the blood glucose reading was not provided. The caller requested assistance for the matter. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.